Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No known adverse event. Per the initial report, an accessory appears to be stuck in the device. Date of event is unknown. This event occurred at the time to during inspection. There was no report of patient harm.

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: based on the reported event and the attached photo in this case, it was guessed that the outer part of an endoscope was damaged by trying to force the endoscope to pass through an incompatible accessory made by another company which seemed to be a bite block.